Event description:
It was learned that a patient with an implanted aortic bioprosthetic valve was diagnosed with severe aortic stenosis and underwent a valve in valve procedure with an edwards transcatheter heart valve (thv). Implant duration approximately 4 years. Patient co-morbidities include: end stage renal disease, aortic dissection, ascending aortic repair in 1996. Post deployment tee of the thv device demonstrated no paravalvular regurgitation and trace central aortic insufficiency. The patient's ef increased significantly post valve deployment. Angiography demonstrated good flow down both sides.

Manufacturer narrative:
For this is a valve in valve procedure, the edwards subject bioprosthetic valve will not returned for evaluation. Transcatheter valve implantation inside a degenerated bioprosthetic valve (subject device) is a less-invasive alternative approach. The available information indicates calcification as the primary reason for the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. End stage renal disease was noted in this patient's medical history. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency related to this event.